Event description:
A complaint was received that a consumer received "ck ke" (check ketones) reading on consumer's medisense exactech blood glucose monitoring device. A comparison reading later on an unknown meter was 148mg/dl. The comparison was out of the time range defined as a valid comparison. No valid laboratory comparison was performed. Based on the "ck ke" reading, the consumer administered insulin believing blood sugar to be high. This action required the consumer to seek hosp treatment for a hypoglycemic event. The consumer was reportedly admitted to the hosp facility but the report states the cause for admittance was not because of consumer's illness but that consumer had no home to go to.